Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 139 mg/dl at the time of the call. The customer stated they experienced low blood glucose but was treated for it. The customer did not mention how low their blood glucose got or provide any details of the treatment for it. The customer stated that they will buy new batteries the following day and monitor the insulin pump for any further issues. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.